Manufacturer narrative:
(B)(4). (B)(6). The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was received for analysis on (B)(4) 2015. (B)(4).

Manufacturer narrative:
A non-sterile orbit galaxy device was received coiled inside of a coil dispenser inside of a pouch. The hypotube was inspected and no damages were noted. The introducer was received zipped and no damages were noted on it. The support coil, gripper and embolic coil were found inside of the introducer; the support coil and gripper were found without damage while the embolic coil was found stretched. Some waves were found on the products but apparently can occur during the handling of the units when these were return for evaluation. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. One micro-catheter prowler 14 lab sample was flushed using a lab sample syringe (nipro), after that the received orbit galaxy device was introduced into the lab sample micro-catheter and it advance smoothly until the micro catheter¿s distal tip without any difficulty. A review of the manufacturing documentation associated with this lot 15920768 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer that there was friction when advancing the coil was not confirmed. The failure reported by the customer that the coil unraveled/stretched was confirmed, the cause of the stretched condition was apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Event description:
It was reported by the hospital contact that the surgeon felt friction when he advanced the orbit coil (638mf0407/15920768). It was noted that the coil had partly stretched after removing from the patient. The coil was changed to another coil (details unknown) to complete the procedure. There is no report on patient injury. The patient is female, had acom with size 3.9*3mm. The surgeon used 6f gc and 606151x mc (details unknown) to establish access. The coil will be returned for analysis. An adequate continuous flush was maintained through the microcatheter. The same microcatheter was used to complete the procedure. There was no clinically significant delay in the procedure due to the event.